Event description:
A customer reported the error message, "check sensor if correctly inserted," when scanning the adc freestyle libre sensor. On (B)(6) 2019, the customer experienced unspecified movement issues and was unable to treat themselves. Hcp contact was made and the customer was treated with sugar for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section h4 (device manufactured date) has been updated based on returned product download. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from the returned sensor using approved software. The sensor found to be in sensor state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Visual inspection on sensor tail performed no observation. Therefore, this issue not confirmed to tail not properly inserted. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message, "check sensor if correctly inserted," when scanning the adc freestyle libre sensor. On (B)(6) 2019, the customer experienced unspecified movement issues and was unable to treat themselves. Hcp contact was made and the customer was treated with sugar for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported the error message, "check sensor if correctly inserted," when scanning the adc freestyle libre sensor. On (B)(6)2019, the customer experienced unspecified movement issues and was unable to treat themselves. Hcp contact was made and the customer was treated with sugar for hypoglycemia. There was no report of death or permanent injury associated with this event.